Event description:
Battery exploded in the device. Customer stated trying to take battery out and burned pt's hand. Customer cleaned and rinsed hand under water. A request was made for return product and replacement product was sent.